Event description:
The pt had a cypher placed in the left main coronary artery (lm) at an unk date. A restenosis of this cypher was detected after the pt was diagnosed with silent ischemia during a bicycle test.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report numbers is 9616099-2007-010276. Add'l info will be submitted within 30 days of receipt.